Manufacturer narrative:
The reported complaint was confirmed through the events log but was not duplicated during a functional check. This is a known issue which can be referenced with CAPA (B)(4) and scar (B)(4).

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "transducer fault, vent inop, motor fault, low pip, low ve, high pip and high rate" alarms. There was no patient involvement associated with the reported issue.